Manufacturer narrative:
This case, with patient identifier (B)(6) (guide system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the patient received the following results within 10 minutes: 150 mg/dl at 6:04 a.m. (Aviva meter), 248 at 6:07 a.m. (Aviva meter), 126 mg/dl at 6:09 a.m. (Guide meter), and 112 mg/dl at 6:15 a.m. (Guide meter).